Event description:
It was reported to philips that the device experienced an ECG bias and cable failure. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device experienced an ECG bias and cable failure. There was no patient involvement. An authorized field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and it was determined that the processor pca needed to be replaced. The processor pca was returned to the failure analysis lab for evaluation. The pca was visually inspected for signs of wear, damage, corrosion, or missing components and no anomalies were found. Operational testing was conducted with the returned pca and the unit passed all checks. Upon conclusion of the analysis, no fault was found with the returned processor pca and the reported issue could not be verified. Upon conclusion of the initial investigation, it was reported that this was a malfunction of the processor pca. The processor pca was replaced to resolve the reported issue and the device remains at the customer site. However, a follow up analysis of the returned processor pca was completed and there were no faults found with the pca. The pca was found to be fully functional and the cause for the originally reported issue could not be determined. No further action is required at this time.

Event description:
It was reported to philips that the device experienced an ECG bias and cable failure. There was no patient involvement.

Manufacturer narrative:
Provided final evaluation and coding information.

Event description:
It was reported to philips that the device experienced an ECG bias and cable failure. An authorized field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and it was determined that the processor pca needed to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the processor pca. The processor pca was replaced to resolve the reported issue and the device remains at the customer site. No further evaluation is required at this time.